Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and the lens tore as it was being inserted into the eye. The lens was removed without enlarging the incision and another same model lens was implanted. No sutures.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed that the optic was torn and there was a clear surgical residue on the lens. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimized the potential for damaging the lens.